Manufacturer narrative:
Results: re-stenosis requiring surgical intervention. Conclusions: re-stenosis requiring surgical intervention. (B)(4).

Event description:
During index procedure physician used two amphiprion deep pta balloon catheters for the treatment of the posterior tibial artery of the left leg. Approximately 8 months post index procedure the patient underwent to a revascularization of the target lesion which was performed with an amphiprion deep balloon. The investigator assessed that the event was not related to the study device or procedure. Event was resolved. Approximately 14 months post index procedure the patient underwent to a second revascularization of the target vessel. The patient was treated with three amphiprion balloons. The investigator assessed that the event was not related to the study device or procedure. Event was resolved. No other clinical sequelae were reported.

Manufacturer narrative:
The previously reported target vessel revascularization using an amphirion deep pta balloon catheter approximately 8 months post index procedure was performed on the left pta, not the peroneal as previously reported.

Event description:
The previously reported target vessel revascularization of the pta using an amphiprion deep pta balloon catheter approximately 8 months post index procedure was actually performed on the peroneal artery (non-target vessel). Four amphiprion deep pta balloon catheters in total were used in the previously reported revascularization approximately 14 months post index procedure. Three were used in the left pta (target vessel) and one in the right ata (non-target limb). Gangrene of the left toes was reported approximately 14.5 months post index procedure and amputation of the left toe was performed. Outcome is resolved. The investigator assessed that the event was not related to the study device or procedure.